Manufacturer narrative:
A complete analysis and testing of 2 opened and used enite sensors. 1 of 2 sensors failed per specifications due to low readings, 1 remaining sensor passed per specifications however, unable to confirm needle complaint due to the customer did to return the sensor needle.

Event description:
Customer reported his sensor readings are inaccurate. He inserted a new sensor last night and his sensor reading was largely different than his blood glucose. The sensor reading was 66 mg/dl, but customer actual blood glucose was 150 mg/dl. He changed sensors, but he was kept up all night due to low alerts and threshold suspend modes. Customer's current blood glucose is 209 mg/dl. He was advised to monitor the issue and call back if it recurs for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.